Manufacturer narrative:
The customer reported of having an intermittent signal loss, they have changed telemetry devices but used the same channel on the different units and all the telemetry devices show the signal loss. No patient harm was reported.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of having an intermittent signal loss, they have changed telemetry devices but used the same channel on the different units and all the telemetry devices show the signal loss. No patient harm was reported.

Event description:
Customer reported that the central nurse's station (cns) was in intermittent signal loss.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent signal loss. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. The root cause is likely related to signal interference as the issue only appeared when the device was set to a specific channel. Signal interference is likely occurring due to a different device using a channel number close to the device in question. The customer stated they would check channel spacing and change the channel is needed. There were no further reports of signal loss within one year of this event. Channel spacing most likely resolved the issue of intermittent signal loss. Channel spacing is unlikely to be related to an nk device malfunction.